Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked end cap.

Event description:
The customer reported that the insulin pump alarmed during the manual prime process. The blood glucose reading was 311mg/dl. Advised the customer to revert to back up plan. No further information was provided.